Event description:
The facility's biomedical engineer reported an infusion pump with an 810:02 failure code. The biomed stated that this failure was not found during biomed testing and that there have not been any reports filed on this pump since the last baxter service event. Info was requested by baxter's customer service regarding whether or not the pump was in use on a pt when the failure occurred, specific pt info, whether or not there was a report of medical intervention or pt injury, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no additional info was available.